Manufacturer narrative:
Cmp- (B)(4). The complainant has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. H3 other text : investigation incomplete.

Event description:
It was reported that during knee arthroplasty while the surgeon was trialing the articular surface provisional, the bottom portion fractured. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. H6 - component code - proposed code is mechanical (g04) - provisional bottom. Photographs provided confirm that the instrument fractured. Fractured tibial articular surface provisionals (tasps) analyzed by optical microscopy revealed hackle marks and river lines as a result of bending overload and low cycle fatigue culminating in bending overload. The device history records were reviewed and no discrepancies were identified. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.